Event description:
It was reported that in 2008, the patient presented with mid-back and neck pain, and the surgeon informed her that she had a disc bulging into her spinal cord. Later in 2008 the surgeon performed a neck surgery. Immediately following the surgery, patient's pain increased and thoracic surgery was recommended. The surgeon performed a spinal c5-6 surgery. After the second surgery, the patient began having intense and extreme pain.

Manufacturer narrative:
(B)(4)

Event description:
Patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.